Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the tightening ring of the return luer was disconnected. This component is provided preassembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line connector of a prismaflex m100 set "fell off" during priming. There was no patient involvement. No additional information is available.